Event description:
It was reported that a female patient underwent breast augmentation procedure with a 510cc mentor memorygel breast implant and experienced breast implant rupture on her left side postoperatively. As a result, the device was explanted on (B)(6) 2022.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Lot number 9388042 provided by the customer does not correspond to a finished device, and we are therefore unable to perform a manufacturing record evaluation (mre). Multiple attempts were made to get clarification about the lot number, however no further information is available and the mre could not be performed. If clarification is received in the future the mre will be completed, and a supplemental report will be submitted. Reason for device explant and/or reoperation: left rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on december 21, 2022, the following have been updated on this form: - patient's initials have been updated to (B)(4) under field a1 - replacement catalog number was "3507640mc" clarification of surgery date is in progress. Supplemental report will be submitted upon receipt of any new or additional information. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 16, 2023, mentor became aware that the date of explant was (B)(6) 2022. Field d6b has been updated on this form. Replacement serial number information has been requested. Manufacturer¿s reference number: (B)(4).